Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports the catheter was leaking with a small break near the hub just below the molded strain relief on the extension. The customer further reports that it started leaking shortly after insertion.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.